Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/21/2023. An investigation was conducted on 05/02/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. The tip of the harvesting device was bent at a 90 degree angle, therefore removal of the harvesting device from the cannula was attempted. The shaft was also observed to be peeled at the tip of the shaft, closest to the base of the jaws. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke or unusual odor was observed during the testing. During the testing it was observed that the jaws would not open and close when the device was activated, so therefore no other electrical testing was conducted. There were no visual defects observed on the intact cannula or the c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, however, the analyzed failures "material twisted/ bent shaft", "mechanical issue- jaws" and "peeled; shaft" were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000296150 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 failed to cauterize. The tool failed to deliver energy/activate and failed to cut the tissue on activation. The jaws were not open (even slightly) during the insertion. The hemopro power setting was set to 2.5. No resistance was noted. No adverse events. No parts were broken. No parts fell into the patient. A new device was opened to complete the case without incident. There was a procedural delay. No patient injury.